Manufacturer narrative:
After the first revision surgery, the patient came in again to sign of infection. On (B)(6) 2016 the surgeon washed out the knee and swapped the poly (code 02.07.0412fuc, lot. 134317). The revision surgery was completed successfully. Batch reviews performed on 10 october 2016. (B)(4).

Event description:
The patient had a primary right knee on (B)(6) 2015. The patient came in due to signs of infection. On (B)(6) 2015 the surgeon revised the poly (02.07.0410fuc lot 142831 - case not reported at that time). The patient came in again to sign of infection. On (B)(6) 2016 the surgeon washed out the knee and swapped the poly.

Manufacturer narrative:
On 24 november 2016 the (B)(4) performed a visual inspection of the explanted uhmwpe liner and commented as follows: the articular surface of the explanted pe liner were found regularly worn out. Some scratches have been noted on the articular surface of the polyethylene liner; they were most likely caused by the instruments used during explantation or by the handling after explantation. It is not possible from the inspection of the implant to determine the root cause of the event.